Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation catheter was selected for use to treat an atrial fibrillation (a fib). During the procedure, the catheter had presented a guidewire stuck. It was difficult to load the guidewire, and the guidewire became stuck but was eventually pushed through. The catheter displayed cobra shape in the body however, upon catheter removal it appeared fine. Additionally, during catheter deployment testing, when attempting to deploy into flower configuration outside of the body, the catheter could not achieve flower shape, and the guidewire was hard to move. Eventually, the catheter was able to achieve partial flower position. There was no tissue seen on the device. The catheter and the guidewire were replaced, and the procedure was completed without patient complications. The device is not expected to return for analysis, as it was disposed.